Event description:
The customer reported that a female patient was taken to the operating room for bilateral temporal artery biopsies under moderate sedation and using an oxygen venti-mask with 8 liters of oxygen. The left temporal biopsy was performed and in the same fashion the surgeon proceeded to the right temporal side; however, he encountered bleeding and used a covidien esu cauterize the area. Suddenly the drapes caught fire. Although the surgical team quickly put out the fire, the patient sustained some facial burns. The affected area was irrigated with saline and auquaphor ointment was applied and covered with abd pads and secured with a stockinette.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.